Event description:
Endocrinologist contacted dexcom technical support on behalf of patient on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Endocrinologist reset the receiver and it resolved the issue. Endocrinologist did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).